Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2020, the patient experienced stoma site erythema with purulent discharge, unidentified fluid leak, and peg tube fissure. On an unknown date, stoma culture was collected, unspecified bacterial infection was detected. The patient was treated with unknown oral antibiotics, completed on (B)(6) 2021.